Event description:
It was reported that the investigation of the system controller showed dim green-arrows. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim green arrow symbols on the system controller was confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, images were submitted showing dim pump running leds on the controller¿s user interface. Provided information stated the device is not available for evaluation as it is retained by the hospital. The root cause of the reported event was determined to be the dimming of the pump running led over time. A corrective and preventative action (CAPA) has been implemented to address the issue of dim pump running leds. The system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. G) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. G) section 2 ¿system operations¿ describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.